Event description:
Loss of osseointegration, patient has diabetes mellitus, no thread tap used, primary stability was achieved, implant achieved osseointegration, immediate implantation and loading (bar supply to (B)(4)), mobility. Same patient as (B)(6).